Manufacturer narrative:
B3: date of event: the event date was not reported, thus 01jun2025 was entered as an estimate date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A 1.50mm rotapro was selected for use. During insertion, it was noted that the burr was difficult to load and the physician aborted using the atherectomy. No patient complications reported.